Event description:
During interrogation, device entered backup vvi mode due to the cybersecurity firmware upgrade. The issue was resolved by replacing the device. There was no patient involved.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. The device was detected in backup vvi on the event date. The device was placed near other devices during the firmware upgrade could cause the upgrade to fail and put the device in backup vvi. The upgrade was performed in the laboratory and it was successful.